Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01190. (B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Selective coronary angiography revealed 50% ostial stenosis, 50% proximal stenosis; 70% mid stenosis of the left anterior descending (lad) and 90% ostial stenosis, 85% proximal stenosis; 80% stenosis in the target lesion left circumflex (lcx) artery. Index procedure was then performed on the same day. Target lesion # 1 was a de novo lesion located in the proximal lcx with 90% stenosis and was 34 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 1 was treated with pre dilatation and placement of 2.50 x 28 mm and 3.00 x 16 mm pe plus stents in non-overlapping manner. Following post dilatation, residual stenosis was 0%. The day after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, a non q wave myocardial infarction was reported and target lesion was in the lad. Subsequently, 3.00 x 28 mm and 3.50 x 12 mm rebel mr was deployed for treatment. In (B)(6) 2017, the patient presented with chest pain and was hospitalized on the same day. Troponin values were noted to be elevated and site reported an event of non st-elevation myocardial infarction (nstemi). Electrocardiogram (EKG) revealed normal sinus rhythm and right bundle branch block. Subsequently,coronary angiography was performed and revealed severe 95% in-stent restenosis (isr) of the previously implanted 3.00x28 mm and 3.50x12mm rebel stents. Four days from the onset of symptoms, the patient underwent coronary artery bypass graft (CABG) x 1 including left inferior mammary artery (lima) to lad. The patient tolerated procedure well and was moved to the cardiovascular recovery unit (cvru) where he was extubated in the first 24hrs. The patient was monitored and continued to progress. Four days post procedure, the event was considered as resolved and the patient was discharged on dual antiplatelet medications.